Event description:
The physician reported that the ophthalmic console was froze during use. Details of the procedure and any potential patient impact have not yet been provided. Additional information has been requested. However, no response has been received to date

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The company representative was able to assist the customer remotely by restarting the system. The system powered back up was reported to have been functioning as expected following the reboot. The system was not tested (on-site), however. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).